Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient's unit is not holding a charge. Per patient phone call, the controller is not charging and not registering the patient's treatments. No symbols are on screen to alert any issues. The controller can be charged overnight and show two bars, then when turned on for treatment, the bars drop to one bar and the unit turns off. The charger continues to remain orange and does not turn to green anymore. The patient switched outlets and rooms to charge, and neither helped. The patient claims the unit was not dropped or in contact with any liquid. The wires were not snagged, and there were no exposed wires. The patient will return the bhs controller. Per the patient, she also reported a "zinging pain" when she treats. The patient associated the pain with healing since (B)(6) 2022, but when she mentioned pain to her rep today, the rep asked her to report the pain to customer service. The patient claims the "zinging pain" begins about one hour after she begins treating. The pain is an 8 on a scale from 1 to 10. The patient also describes a "stiffness" that accompanies the pain. The patient reports that the pain continues approximately 5 hours after she is finished with the treatment. The patient reported that she saw her doctor who told her to stop using the unit because it was not yielding any positive results in regards to her bone growth and due to the discomfort she experienced with the product. The patient stated that the doctor did not prescribe anything.

Manufacturer narrative:
The sflx xl coilette was received for evaluation. A visual inspection of the customer returned product was performed. Included was one sflx xl coilette part no. 1068240 with julian date 21303. The part appeared to be in good condition from the cosmetic/visual point of view. The failure was not confirmed for the reported condition of "unit causing pain; unit will not hold charge". The coil was tested and operates as intended. The DHR for the sflx xl coilette was reviewed and there were no reports of non-conformances or deviations. All tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025; tf1061-c00 which does not require calibration. Test/inspections were completed by the quality department on june 26, 2024. Review of complaint history identified (4) total complaints from (apr 29, 2021) to (apr 29, 2022) for pn (1068240) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales rep that the patient's unit is not holding a charge. Per patient phone call, the controller is not charging and not registering the patient's treatments. No symbols are on screen to alert any issues. The controller can be charged overnight and show two bars, then when turned on for treatment, the bars drop to one bar and the unit turns off. The charger continues to remain orange and does not turn to green anymore. The patient switched outlets and rooms to charge, and neither helped. The patient claims the unit was not dropped or in contact with any liquid. The wires were not snagged, and there were no exposed wires. The patient will return the bhs controller. Per the patient, she also reported a "zinging pain" when she treats. The patient associated the pain with healing since (B)(6) 2022, but when she mentioned pain to her rep today, the rep asked her to report the pain to customer service. The patient claims the "zinging pain" begins about one hour after she begins treating. The pain is an 8 on a scale from 1 to 10. The patient also describes a "stiffness" that accompanies the pain. The patient reports that the pain continues approximately 5 hours after she is finished with the treatment. The patient reported that she saw her doctor who told her to stop using the unit because it was not yielding any positive results in regard to her bone growth and due to the discomfort she experienced with the product. The patient stated that the doctor did not prescribe anything.